Event description:
Clinicals were received for review at MFR. Reporting on 07/28, the pt was still having significant seizure activity. Unk if above pt's pre vns seizure rate. His last seizure was in 2009, and required the pt to be seen in the ER. It was reported interrogation was inconsistent with the vns raising the possibility of it being at near end of service, and later that the vns was successfully interrogated, and determined not at end of battery life. The pt's medications were increased and the pt had their vns battery replaced. Good faith attempts are being made for the product return for product analysis. Additionally, reported the pt was seen in clinic in 2009, and had two hard prolonged seizures which led the pt going to the ER. His vns was checked and functioning fine, and his medication levels were to be checked. It is unk if the pt's seizures were over their pre vns seizure rate at that time. Good faith attempts are being made for add'l details.